Manufacturer narrative:
Zeltiq followed up with the office to obtain the logs for the device but was unable to do so. The office reported no errors or device malfunctions during the treatment. Treatment in a patient with a hernia in or adjacent to the treatment site is currently listed as a warning in the coolsculpting user manual. In addition, hernia is listed in the user manual as a possible rare side effect. The user manual has been distributed to all current and new customers.

Event description:
On (B)(6) 2015, zeltiq was informed of a female patient who developed an abdominal hernia after coolsculpting treatment on (B)(6) 2015. The patient was treated with coolcore applicators to the right and left side of both upper and lower abdomen. She was also treated with the coolcurve applicator on the right and left posterior flanks. Date of onset of symptoms was reported to be 1 month post treatment. During the 60 day follow-up visit on (B)(6) 2015, the patient informed the provider of a large mass on her upper abdomen. She was advised to consult with her primary care physician (pcp) about her condition. No history of hernia was reported to the provider prior to treatment. The patient returned to the treating office on 10/08/15 and informed them that the pcp diagnosed her with an abdominal hernia that requires surgical excision, making this reportable.